Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the anterior leaflet of a micl13.2, -14.0 diopter, implantable collamer lens tore during loading on (B)(6) 2018, with no patient contact. The backup lens implanted during initial surgery with no patient injury. Problem resolved.

Manufacturer narrative:
"Visual inspection found the optic torn" should be corrected to "visual inspection found the haptic torn" in the previous MDR. (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in liquid in vial. Visual inspection found the optic torn. Claim# (B)(4).